Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient remained at the hospital and continued to use the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event in appropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, an training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. Monitor (B)(4) - reuse, electrode belt (B)(4): 06/2014 - initial use.

Event description:
A us distributor contacted zoll on (B)(6) 2014 to report that a patient experienced an inappropriate defibrillation event. Supraventricular tachycardia (svt) at 161bpm contributed to the false detection. The patient was at the hospital at the time the event. The response buttons were not pressed during the entire event. The patient remained in the hospital and continued to wear the lifevest.